Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by a veterinarian that an animal underwent a laceration repair on an unknown date and suture was used. Three days post-operative, some of the suture knots came untied. The loose suture was removed. Five days later, it was noted that additional suture knots had come untied.